Event description:
(B)(6): in 2008 underwent a bilateral breast augmentation with sub-muscular saline implants through an inframammary crease incision line. Since that time, the patient has done well. She has had no problems and has been very happy with her implants. She notes a recent history that the right breast appeared to be larger than her left side. She has had no history of trauma to the left breast. There have been no sudden changes in weight. She is otherwise in her usual state of good health. She has been found to have a rupture of her left breast saline implant and she is now presenting for exchange." Procedural note - "inspection of the implant showed that the volume was markedly diminished within the implant, but under force contraction of the implant there was no hole that could be identified at the valve site or along the edge of the implant. This was then going be sent to pathology and returned to the allergan company for examination." Pathology report : the specimen is received fresh labeled "left breast implant" and consists of a 12.5 x 12.5 x 1.7 cm saline breast implant inscribed allergan style 68mp 330 cc lot #1637487. No defects are identified.